Event description:
Revision surgery - due to the patient having a broken post on a size 4/13mm posterior stabilized (ps) constrained tibial insert on the left knee that was put in on (B)(6) 2001. The broken post was causing pain and instability. The surgeon removed the old ps constrained insert and all the poly fragment pieces, and revised her poly with a new 4/13 ps constrained tibial insert.

Manufacturer narrative:
The reason for this revision surgery was the result of a broken post on a posterior stabililized (ps) 13mm knee tibial insert after 14.6 years of patient implant use. The broken post was causing pain and instability. The healthcare professional indicated there was a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the first complaint against this part and lot number. The surgeon offered no reasons or indications as to why the insert may have broken. No information was provided about patient activity levels or activity that could have been contributable to the event. No trauma was reported. No other conditions relating to this event could be determined with confidence. This investigation produced no indications or suggestions of a product or process issue affecting implant safety or effectiveness.